Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The following devices were also listed in this report: x3 triathlon cs insert #6 9mm; 5531g609; lhi303, tri ts baseplate size 6; 5521-b-600; bla9oa, triathlon cr fem comp #6 r-cem; 5510f602; cyx2e, triathlon asymmetric x3 patella; 5551-g-320; 6xta, simplex hv with gentamicin us 1 pack; 6195-1-001; 727ba870dy, simplex hv with gentamicin us 1 pack; 6195-1-001; 727ba870dy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported that a stage 1 revision was performed on patient's right knee due to infection (infection reported by surgeon. Unknown if clinically confirmed or identified. Possible cause unknown to surgeon). All devices were removed and a cement spacer was placed.